Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volift¿ with lidocaine and with juvéderm® volbella¿ with lidocaine in the lips. Everything had been fine as the patient followed up and the hcp treated the patient with other treatments. Approximately four months post injections, the patient experienced ¿induration in the upper lip, like small bumps, there is mild pain on palpation but there is no heat or very pronounced erythema yet, but the patient ¿could feel the product that they did not feel before.¿ a radiofrequency was performed to see if there was any improvement, but there was none. In the hcp¿s opinion, the lip feels more swollen, and the oral commissure where a small amount was applied. The patient was treated with hyaluronidase and with oral antihistamines and corticosteroids. Symptoms are ongoing.